Manufacturer narrative:
No additional information to be submitted.

Event description:
Screw broke about three mos. Post-op. Pt was then braced. Explantation of hardware occurred about one yr post-op due to failed fusion.